Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing seroma at the ipg site. The patient was sent to the emergency room (ER) due to pain, redness and tenderness at the ipg site. It was also noted that the patient had an abscess and was admitted to the hospital. The physician believed that it was not device or procedure related. The patient was given intravenous antibiotics and underwent an explant procedure. The patient was doing well postoperatively.